Event description:
On 06/19/2024 additional information was provided by the sales representative via email who stated that the event occurred upon use of the machine. It came out of the case uncharged. The procedure performed was a carpal tunnel and tfcc scope. An extension cord had to be used to ensure it was constantly charged in order to complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6. (Device not returned) the most likely cause for the reported event is defective battery charging chips (u41 and u42) on the motherboard.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that a rar-3200-0030 experienced a battery issue. This occurred during a case when it was realized the device was not charged even after charging the item for a prolonged time.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.